Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was charging too often. The patient was charging daily and this was different than before. The patient recharged at night and the ins was full in the morning but empty at night. It was noted that the patient was on high density settings. Troubleshooting could not be done due to a lack of access to the product. No symptoms were reported. The issue began in 2017, a few months prior to (B)(6) 2017. It was noted that the rep would most likely call the manufacturer's technical services back to assist in determining the recharger recharge statistics and the ins recharge interval. Additional information was received from the rep. It was reported that the cause of the patient charging more often was unknown. The rep was supposed to meet with the patient on (B)(6)2017 to troubleshoot, but the patient cancelled. It was noted that the information was not confirmed with the physician/account.